Manufacturer narrative:
(B)(4). The catalog number provided is the us list number that is the same as the international list number in the unique identifier field. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. Peritonitis is a known complication of a peg tube placement. A return sample evaluation was not performed because tubing remains implanted. Review of the abbvie peg and j use fmea also identified several steps in the placement procedure that could potentially contribute to peritonitis. Those steps include disinfecting the puncture site using aseptic technique, bumper not tight enough after placement procedure, moving of the peg before stoma is healed, and inappropriate antibiotic prophylaxis. The abbvie peg and j risk management report documents peritonitis as a risk, indicating that the risk has been reduced as low as possible through product design and placement procedure, and abbvie IFU instructs to keep tension on the peg and do not move prior to stoma healing. The benefits of the duopa system outweigh the risks of peritonitis. Additionally, abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient in (B)(6) suffered from abdominal pain since the morning of (B)(6) 2015. The chest and the shoulders were also impacted. Analgesics were administered with no result. A new stoma site created seemed to be in good clinical condition. As of (B)(6) 2015, the patient was hospitalized because of severe pain in the abdomen. An x-ray showed the presence of air in the stomach and held high enema without results. Blood examinations were normal. The pain continued during the afternoon and ,after surgeon's examination, the patient was diagnosed with inflammation at the previous stoma site. A CT scan confirmed the presence of inflammation. The doctor asked for further blood tests. The patient will remain in hospital to recover from inflammation under the relevant medication and, if no results, a surgery will follow. The duodopa pump was stopped at 17:00. Information received on (B)(6) 2015 indicated that the patient has not been diagnosed with pneumoperitoneum. The has been treated with " avor 25mg 1x1, metronidazole 500mg IV 3x1 and "azorex 4mg IV 3x1.